Event description:
During a laparoscopic cholecystectomy on an unk date the clips from an er320 did not fully form. The clips did not form on the proximal end and fell off the artery during the procedure. The device also did not load clips properly and jammed. The device was from a kit. A second device was opened and the same problems occurred with malformed staples and the device jamming. A third device was opened to complete the case. There was no consequence to the pt.